Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that prior to a laparoscopic gastric bypass procedure, it was noted that the b5lt was heavily bent (found in the box prior to surgery). It is unable to be used. The obturator and sleeve are crooked. A new b5lt was taken. There was no patient consequence.

Manufacturer narrative:
(B)(4).batch # t93k98. Investigation summary the analysis results found that the b5lt device was returned with the obturator cannula damaged as was clamped with a hard object. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The damage on the obturator possibly due to improper handling of the device. In addition, a photo was received for review. Upon visual inspection of the photo, the following was observed: the photo shows a top view of trocar device and a bent obturator was noted. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.